Event description:
Patient underwent lithotripsy procedure with stone removal. Patient returned approximately one year later for removal of retained foreign body. During the removal of the foreign body, a nitinol basket was identified within the renal pelvis with large stone attached. The following biliary/urinary stone retrieval baskets were used during the original surgical procedure: boston scientific zero tip nitinol stone retrieval basket 1.9f x 120cm (ref#m0063901050) and cook medical perc ncircle nitinol tipless stone extractor 10f x38cm (refg32862).